Manufacturer narrative:
In initial report, event date inadvertently listed an incorrect date.

Event description:
Additional attempts were made for the physician for additional information, but were unsuccessful. An implant card was received on (B)(6) 2013. It stated that the vns generator was replaced on (B)(6) 2013 due to reason not indicated. The product was returned to the manufacturer on (B)(6) 2013.

Event description:
It was reported that the patient had increase in seizures and that the physician noted an intensified follow-up indicator (ifi). The physician related the increase in seizures to the ifi. The patient had a battery replacement on (B)(6) 2013. The physician was contacted for additional information regarding the increase in seizures but no response was received to date. Additional attempts to contact the physician and to return the vns generator to the manufacturer are underway.

Event description:
Product analysis on the explanted generator was performed. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery was measured at 2.842 volts which shows a non-ifi condition. The vns generator's memory estimates that 114.838% of the battery had been consumed.